Event description:
A minimum fill notification was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer chose not to continue with technical support, and no further information or actions were recorded.